Event description:
It was reported that although the firing trigger was grasped completely, the staples of the acral part were not deployed at the first firing. Bleeding occurred from the acral part after the firing. Also, bleeding occurred from the middle part because a few staples were not completely b-formed. The bleeding was stopped with other devices such as a clip. No blood transfusion was performed. There were no adverse consequences to the patient. The doctor felt the firing was harder than usual, but he said that no foreign matter was tucked in the jaw.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the atw45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.